Event description:
It was reported that the patient presented in clinic with battery measurements of 2.41 v, 5 ua, and 29.6 k without an elective replacement indicator (eri) trip, or any eri indicators. After updating values, battery voltage was 2.38 v due to the telemetry drain. As the device should have tripped eri, it would be scheduled to be replaced.

Manufacturer narrative:
Na